Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the main printed circuit board (pcb) was electrically out of specification. It was also found that the output connector assembly was broken, and the hanger assembly was missing.

Event description:
It was reported that the external pulse generator (epg) displayed an error during a pre-use check. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board and lower case. Visual inspection revealed no anomalies. The main board was then assembled into a golden unit. The device powered on to an error. After the eeprom (electrically erasable programmable read-only memory) was replaced all tests passed on the automated test console. The error log was reviewed and the errors were displayed in the logs. Conclusion: confirmed reported event of error on power-up. The failure was caused by a corrupt eeprom. The error was confirmed in the log, but could not be reproduced on the bench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.